Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: investigation revealed that the battery compartment was cracked in two places. The returned battery cap was used to complete testing. Unrelated to the original complaint, investigation revealed that the display screen was blank. The pump was loaded with a new software code, and the display was then fully functional.